Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of overheating was confirmed. An assessment was performed on the device which found the device had damaged components: bearings. It was noted that the gearwheel for the driveshaft was broken, the bearing in the housing was damaged, and the screw to thimble was loose. It was also noted that the device failed pre-repair diagnostic tests for thimble lock operation, and thimble set screw assessment. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the angle attachment device was overheating. It was not reported if the device was used in a surgical procedure or if there was patient involvement. It was not reported if there any delays to a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.